Event description:
It was reported that calibration needs checking since the device kept skipping while split skin graft. The event timing was during surgery. Additional graft was needed from the patient. There was a 1-15 minute delay.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Manufacturer narrative:
Review of the most recent repair record determined the housing was corroded and motor stuck so could not be removed, and bearings, reciprocating arm, and shaft were corroded. The device is non-repairable. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available

Manufacturer narrative:
The following sections were updated/corrected: b1, b2, b3, b5, g6, h1, h6, h10.

Event description:
There is no additional event information.